Event description:
The patient reported that in 2007 her blood glucose levels were over 600 mg/dl. She stated her normal blood glucose range is 70-120 mg/dl. She stated, she was thirsty and had cotton mouth. She stated she called her doctor and he advised her to order a new piston rod and to stay off the insulin infusion device until she received the new piston rod. She stated she did as he said and used insulin injection therapy until the piston rod came in. She stated she started to use the infusion device again today. She reported her blood glucose levels today have been over 200 mg/dl. She stated she is not having any problems. The patient said her levels were not "sky high" but they weren't coming down either. She stated she took 3 units of insulin before calling, but has not tested her blood glucose levels since. During troubleshooting, the patient stated her batteries were last changed in 2007. The patient was advised to changer her batteries. The patient stated that earlier, she had primed her infusion set tubing again and nothing came out until the end of the prime. She was instructed to run another prime and she was able to successfully do so. On follow-up, the patient stated her blood glucose levels are back to normal and she is feeling fine. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.